Manufacturer narrative:
The customer reported a high-sensitivity troponin I (tnih) falsely depressed result, obtained from the dimension exl 200 instrument, was alerted with hil (hemolysis, icterus, and lipemia) alert index values, flagged with abnormal assay, and was reported to the physician(s). Siemens is investigating the event.

Event description:
The customer reported a high-sensitivity troponin I (tnih) falsely depressed result, obtained from the dimension exl 200 instrument, was alerted with hil (hemolysis, icterus, and lipemia) alert index values, flagged with abnormal assay, and was reported to the physician(s). The patient sample ID 58115797 was repeated on the same instrument; the repeat result was considered correct, and the customer issued a corrected report. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
The initial MDR 2517506-2025-00125 was filed on 07-aug-2025. Additional information (02-sep-2025): siemens investigated and found that the reported behavior was isolated to a single patient sample. There were no other events or patient samples affected, and no reagent or analyzer issues. The potential cause of the event is unknown. The analyzer is operating as specified, and no further evaluation is required. Siemens updated section h6 to include new codes that reflect the investigation findings and investigation conclusions.